Event description:
It was reported that the patient presented to the office with inappropriate shocks for lead noise oversensing. The lead was capped and was replaced. It was further reported that the lead had an apparent fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the office with shocks for lead noise oversensing. The pace/sense portion of the lead was capped and replaced and the coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.